Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The product support advised the customer to replaced the power management pm) pcb. The customer contacted product support stating the problem persists after swapping (pm) pcb.; product support advised customer swapping user interface (ui) module. Suspect power switch failure. Spoke with the biomed she said that the unit will not work on battery because she didn't charge the battery enough. She said that she swapped the battery and charge the battery and issue of unit turning on by itself went away. The unit is now working on battery power. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit turns itself on. The unit was not in use on patient.